Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be completed upon completion. The injury will be reported in the MDR for the valve.

Event description:
Edwards received notification from a thv territory manager that there was resistance advancing the delivery system through the esheath and the 26mm sapien 3 valve struts were bent. As reported, the patient had a small vessel diameter with calcification. It was noted that the access was not ideal. The plan was to use a shockwave prior to sheath insertion, however the esheath was inserted with resistance but was able to get through and shockwave was not performed. The delivery system with valve was inserted and resistance was felt in the area of the external iliac. The valve was pushed with force to overcome the resistance and the struts were noted to have bent. The entire system was withdrawn. The iliac artery was dissected, and a piece of the vessel remained on the esheath. The patient was shocked and given chest compressions due to low blood pressure and minimal contractility of heart. The iliac was stented with 4 covered stents and the patient received over 4 units of blood. The patient was placed on bypass and weaned off once blood pressure was stabilized and covered stents were successfully deployed. No valve was implanted. The esheath and the vessel were cut on the back table by the physician for examination of the devices. During pre-decontamination evaluation a liner strand was found on the returned sheath.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The 14f esheath was returned with the 26mm commander delivery system partially inserted through it. Additionally, patient tissue was attached to the sheath shaft distal to the strain relief. The sheath was partially expanded until 5.5cm from the distal tip. The tip was unopened, and the soft tip had damage. Calcium was noted attached to the tissue. Liner tear observed located 14cm from the distal tip, 4cm in length. Hdpe material damaged at liner tear location. Liner strand at liner tear location, 15 cm from the distal tip, 0.5 cm in length. Scratches along sheath shaft. The liner thickness was measured along the length of the liner tear and strand. A sheath liner thickness deviating from specification could contribute to liner tears and/or be indicative of a manufacturing non-conformance. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance between the delivery system and esheath, sheath liner torn, and sheath liner strand were confirmed through evaluation of the returned device. However, the complaint for sheath introducing difficulty was unable to be confirmed. No manufacturing non-conformances were identified with the returned device. Reviews of the device history records (DHR), lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. For the complaint of resistance between the delivery system and esheath, as reported, the valve/deliver system was inserted and resistance was felt in the area of the external iliac. The valve was pushed hard and the struts were bent back. Additionally, the access vessel was described as, small diameter with calcification and evaluation of the returned device revealed that the tissue that was attached to the sheath had calcified nodules within it. Per the procedural training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Access vessel characteristics such as calcification and an undersized vessel diameter can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification and an undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance. As such, available information suggests that patient factors (calcification, undersized vessel) may have contributed to the reported event. A CAPA was previously initiated to investigate and drive potential corrective action. A product risk assessment was initiated to capture the product risk assessment for the issue. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. For the complaint of sheath liner strand, per the evaluation of the returned device, the esheath was noted to have a torn liner and a liner strand. As resistance was met during system advancement through the sheath, the operator likely excessively manipulated the delivery system to continue advancing the delivery system. It is possible that crimped valve interacted with the sheath, leading to the observed liner tear and strand. Additionally, the presence of sharp calcified nodules can also weaken the liner material making it more susceptible to tearing, especially when compounded with excessive device manipulation. As such, available information suggests that patient (calcification) and/or procedural (excessive manipulation, valve caught on liner) factors may have contributed to the reported event. O labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. For the complaint of difficulty introducing sheath, per the complaint description, the patient had a small vessel diameter with calcification. The physician was aware going into the case that the access was bad. The plan was to use a shockwave. However, the esheath was inserted with some resistance but was able to get through so a shockwave was not performed. Per the training manual, push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Contact with calcified nodules during sheath insertion can lead to friction, leading to a higher push force and resistance, while an undersized vessel diameter can lead to a constrained condition of sheath insertion. As such, available information suggests that patient factors (calcification, undersized vessel) may have contributed to the reported event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01981.

Manufacturer narrative:
Supplemental report submitted to inlcude the following article was received for this event: "balloon dilatation of expandable sheath to facilitate transfemoral sapien 3 transcatheter aortic valve replacement in severely calcified vasculature", by gilbert h.l. Tang, md e.t. Al. Published in the journal of the society for cardiovascular angiography & interventions. Https://doi.org/10.1016/j.jscai.2021.100009.